Event description:
During a percutaneous transluminal angioplasty (pta) of the iliac artery, a 6x20mm 80 cm powerflex pro balloon catheter balloon ruptured at 4 atmospheres (atm) at initial dilatation of post-dilatation. The rupture was recognized by leakage of the contrast media. Therefore, the device was removed intact from the patient and the procedure was finished successfully. It is unknown how the procedure was completed. There was no patient injury reported and the device will not be returned for analysis. The device was utilized for post-dilatation after implanting a 7x57mm non-cordis stent. The device was delivered and inflated in the stent, but it burst at 4atm. The lesion was de novo, heavily calcified, and moderately tortuous. The rate of stenosis was 100% (cto). There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The brand of contrast media and contrast to saline ratio used is unknown. It is unknown what brand of inflation device was used. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink during use.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: during dilation post-dilation of a non-cordis stent in the iliac artery, a 6x20mm 80 cm powerflex pro balloon catheter balloon ruptured at four atmospheres upon initial inflation. There was no patient injury reported. The lesion was de novo, heavily calcified, and moderately tortuous with 100% stenosis (chronic total occlusion). The rupture was recognized by leakage of the contrast media and the device was removed intact from the patient. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The brand of contrast media and contrast to saline ratio used are unknown. It is unknown what brand of inflation device was used. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink during use. The procedure was finished successfully with details unknown. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, there are vessel characteristics (heavily calcified, and moderately tortuous with 100% stenosis) which may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggest that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
An additional device history record (DHR) has been conducted. Review of lot 15732737 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No further information has been provided.